Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 18th , 19th and 20th distal stent wraps with struts raised and overlapping. Slight deformation was evident to the distal tip. A kink was visible on the distal shaft of the device at 21cm proximal to the distal tip. The inner lumen patency was not verified with a 0.015 inch mandrel and 0.014inch guidewire due to a kink in the distal shaft. Com code: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a resolute integrity drug eluting stent to treat a mildly tortuous, severely calcified lesion with 95% stenosis in the mid ramus artery. There was no damage noted to packaging and there were no issues when removing the device from the hoop. The device was inspected with no issues and negative prep was not performed. The lesion was pre-dilated and the device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It is reported that the physician had difficulty advancing coronary balloons across the lesion. The resolute integrity device encountered extreme resistance and was unable to cross the lesion due to the excessive calcification in the ramus. Upon removal from the body the stent was examined and was noted to be deformed on the proximal struts; stent deformation occurred in vivo during positioning. The procedure was completed using a 2.5x18mm resolute integrity rx device. No patient injury was reported.